Manufacturer narrative:
(B)(4).

Event description:
The consumer and health care provider (hcp) reported that the patient recently had foot surgery in (B)(6) 2015 and had turned stimulation off before the surgery. The patient felt stimulation before they turned it off for the surgery. The patient turned stimulation on after the surgery and felt stimulation, but after a couple of days they stopped feeling stimulation. The patient was going to the bathroom a lot and wanted to increase stimulation. The patient was on 4.0v and increased stimulation to 4.35v and then to 4.6v. The troubleshooting performed was that the patient was scheduled for an office visit so the tech could perform a generator analysis. The cause of the loss of stimulation was determined to be multiple impedances on the leads and the patient admitted to falling. The loss of stimulation had not been resolved. The patient traveled out of state for the winter and it would be resolved once they returned in the spring. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.